Event description:
It was reported that the elective replacement indicator has been triggered for the device and it did not meet the nurse's expectation for longevity. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the elective replacement indicator has been triggered for the device and it did not meet the nurse's expectation for longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.